Event description:
It was reported that, intraoperative, after using the nerve monitoring endotracheal tube, it was found that the inflatable balloon was deformed, which led to the interruption of the surgery, and the timely treatment made the surgery proceed normally. There was no patient impact. There was a delay of 30mins. Replaced with the new endotracheal tube. The procedure was completed with backup products. Analysis found that there was a hole in the proximal end of the balloon along the cuff that gets adhered to the tube.

Manufacturer narrative:
Analysis of product 8229307 of lot# 0223818596 found that visually, the cuff balloon was deformed when received which would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into the balloon and full inflation did not occur. For further analysis, a leak test was performed by submerging the balloon and inflation assembly, at separate times, under water and bubbles (leakage) occurred at the balloon. Under magnification, there was a hole in the proximal end of the balloon along the cuff that gets adhered to the tube. Electrically, for additional analysis, the resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.7 ohms (blue), 3.4 ohms (blue with clear tubing), 3.5 ohms (red), and 3.6 ohms (red with clear tubing) in which all of the electrodes were in specification. A review of the global complaint data showed no similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint due to physical damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up it was reported that the product was not deformed before intubation, and the balloon was deformed after intubation. Procedure performed was laparoscopic thyroid surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 : new information received. H6 : codes updated, previous ime e2403 and imf f26 no longer applicable. H10 : medical safety review states that the event and its severity are known and labeled per IFU 68e4127 b, which states the following: ¿ do not over inflate the cuff. Over inflation may cause cuff deformation, deflation or rupture resulting in tube blockage and/or tracheal damage. ¿ avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. ¿ avoid inadequate oxygenation due to a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. ¿ do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with the intended gas mixture and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. ¿ do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information received through china regulatory body (cfda). It was reported that during use after the cuff was inflated, the cuff bulged out towards that front end of the catheter. Patient underwent general anesthesia induction, with monitoring endotracheal catheter intubation. After mechanical ventilation, the end-tidal co2, spo2 and airway pressure were normal. After more than ten minutes, there were bubbles from the mouth, and the secretion increased. Considering insufficient inflation of the catheter cuff and air leakage, after the cuff was inflated, it was found that the end-tidal co2 disappeared and the airway resistance increased. During manual control breathing, no air could be squeezed into the skin cuff, no breath sounded in both lungs could be heard on auscultation, and no sound of gas passing through water could be heard in the upper abdomen. The sputum suction device was ready to go down, and the threaded did not fell off. Immediately removed the endotracheal tube, mask ventilation was good. Re-intubation under video laryngoscope (still the original endotracheal tube). After the cuff was ventilated, the end-tidal co2 disappeared again, and the airway resistance increased, and the skin cuff could not be squeezed into air during manual control breathing. Under fiberoptic bronchoscopy, it was found that after the cuff was inflated, the cuff protruded towards the front end of the catheter, blocking the airway. Removed the endotracheal tube and replaced it with a new monitoring endotracheal tube (same specification and model from the same manufacturer). After that everything worked normally.